Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product or data logs were returned for evaluation. Clinical details noted that patient was experiencing a few instances of suction alarms that clinical team attributed to decreased volume in days leading up to placement signal not reliable (psnr) alarm. It was not noted if psnr alarm resolved for remainder of case. The root cause of the optical signal issue cannot be definitively determined as no product or logs were returned and limited clinical details were provided. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The us complainant had a 5.5 pump support ongoing when after over three weeks there was a loss of optical signal. The placement signal loss did not prompt pump explant. The pump remained on for support despite the malfunction. The patient was successfully weaned from the pump and the device was explanted.

Manufacturer narrative:
B1 adverse event was inadvertently reported as ¿yes.¿ b2 outcomes attributed to adverse event was inadvertently reported as death.